Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that bipolar lead impedance has continued to increase, and bipolar thresholds have doubled on the right ventricular (rv) lead. The clinician was concerned the lead may be experiencing a slow fracture. Reprogramming was performed to change the lead to unipolar. The patient has been referred to another physician for additional consult. The lead remains in use. No patient complications have been reported as a result of this event.